Event description:
Failure during case: debridement of foot device would not plug into console 2nd device opened and worked. Procedure: debridement of foot. Physician: (B)(6), clinician: (B)(6). Discard this product, revisions to products affected models after this was mfg. (B)(4). Diagnosis or reason for use: surgical case.